Event description:
Patient reported right side rupture (confirmed by physician). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, b6, d1, d2, d3, d4, d6(b), g1, g2, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events of rupture was received on july 09, 2025, with lot number 2570617. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture (confirmed by physician). The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" this record is for the right side. Device remains implanted.